Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed a misaligned display screen. Additionally 'no cartridge detected' warnings were observed in the history which indicates intermittently dislodged force sensor pins. 'No cartridge detected' warnings in the history could not be duplicated during investigation.

Event description:
Evaluation revealed a misaligned display screen and 'no cartridge detected' warnings in the pump history.